Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; events were confirmed during testing. Devices were found to be affected by a worn/corroded trigger assembly. Device had an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device had run-on. Events had no patient involvement; no patient impact. Nevents had patient involvement; no patient impact.